Event description:
Distributor was informed on 10/20/94 of an incident that occurred on sept 25, 1992 involving a glidewire while performing a left cardiac catheterization. A slimy wire was advanced into the 7 french introducer sheath, however, resistance was met. Upon removal of the wire the outer coating sheared and detached in the profunda branch of the superficial femoral artery. Surgical retrieval of the coating followed.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.